Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4307 - the permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The instrument's primary failure of damaged insulation on the monopolar conductor wire was found to be related to the customer's reported complaint. The instrument was found to have damage of the conductor wire¿s insulation, exposing the wires inside. The electrical continuity test was performed and passed. Root cause of this failure is attributed to a component failure. Failure analysis found the secondary failure of dislodged monopolar conductor wire to be related to the customer's reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. Root cause of this failure is attributed to a component failure. Thermal damage was found on the monopolar yaw pulley. One of the distal clevis ears was removed during in-house testing to inspect the thermal damage found on the yaw pulley. The thermal damage was not observed at the distal weld. Root cause of this failure is attributed to mishandling / misuse. Additional findings not reported were scratches / abrasions on the distal clevis. Root cause of this failure is attributed to mishandling / misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.085¿ - 0.104 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling / misuse.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook instrument (pn# 420183-15 / lot# n10190603-857) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2020 on system (B)(4) for approximately one hour. The alleged event occurred on the 8th use of the instrument. A review of the system logs confirmed that there were no errors that would explain the reported event. No procedure image or video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. However, if this were to recur, it could cause or contribute to an adverse event. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, wear was identified on the "power cable" located at the tip of the permanent cautery hook instrument, exposing the metallic part of the wire. A backup instrument of a different type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no additional information has been received as of this time.